Manufacturer narrative:
A fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of sample (a) showed no suture or ts remain on the insertion needle or were returned for evaluation. The needle is dramatically bent. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Visual assessment of sample (b) no suture or ts remain on the insertion needle but were returned for evaluation. Examination of the construct showed t1 is bent, t2 and the suture show no damage. The actuator is in its post t2 deployment position indicating a complete deployment. The needle is slightly bent. The device was functionally tested for proper actuator advancement, cycling and deployment and functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that the device was unfolded, the normal firing element but remained stuck one of the peek that make up the meniscal suture. No patient injury or complications were reported.

Event description:
This was a procedure in which it is evident there is a rupture of the meniscus. So the specialist requests a fast fix 360 suture. They measure the rupture of the meniscus and calibrate the fast fix; it is then introduced into the portal of the knee through the cannula. After the first firing, the handle is removed from the place of insertion and it is inserted again into the meniscus to realize the second firing (t2), it is seen that the second pin (t2) stays in the handle and does not release. They verify the angle of the handle and they find it is in good condition and is passed again into the meniscus but it has the exact same issue. The specialist decides to pass a new suture, the same process is performed (measurement, calibration and passage through the meniscus) and it happens exactly the same when the t2 is fired it is left in the handle and not released. The specialist indicates that the technique is adequate; there is good stock of meniscus so why do the t¿s fail he questions. I inform him that I have no cases where this inconvenience has occurred. He decides to remove the t¿s that remain in the meniscus with a gripper since they do not serve any purpose. A third point (t) is placed in the same place where it was previously tried. He performs the same process as the previous two and is satisfactory (the two ends of the meniscus can be faced). The inconvenience presented a 10 min delay; the procedure is finished after having performed a ligament reconstruction with a stable patient.